Event description:
It was reported that customer received a message requesting a minimum of 50 units after having completed the fill tubing steps. Customer filled the cartridge with a syringe twice; tandem technical support concluded the issue was most likely due to overfilling. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.